Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified, however it is likely the following led to the malfunction: an image was not displayed because communication failure occurred due to faulty cable the event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the dark picture issue with no image was due to a bad cable unit that needed replacing. Additional findings include the following: the rear cover was faded and needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the 4k autoclavable camera head had a dark and blurry visual issue. The issue was found during preparation for use before a diagnostic procedure (gastrectomy sleeve laparoscopic). The procedure was completed using a similar device and without delay. There were no reports of patient harm.